Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains inside the patient. The lot number was provided. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Correction: occlusion was removed as the physician confirmed there was no thrombus. Additional: ECG and troponin level. There was no reported product deficiency. Ischemia and restenosis are known adverse events as listed in xience v instructions for use. Although a conclusive cause for the reported patient effects and their relationship, if any, to the devices cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported via a trial that on (B)(6) 2008 the patient underwent stenting in the pre-dilated mid left anterior descending artery (lad) with one xience v stent. On (B)(6) 2010, the patient was found to have silent ischemia and a positive nuclear stress test with moderate sized antero-apical ischemic defect. On (B)(6) 2010, the patient underwent a diagnostic coronary angiogram and percutaneous coronary intervention in the index target vessel. The patient was also given angiomax, aspirin, and plavix as treatment. On (B)(6) 2010, the patient's condition resolved and there was no adverse patient sequela. There was no additional information provided.

Event description:
Subsequent to the initial medwatch being filed, additional information was received indicating that there was in-stent restenosis, but no thrombus found on the (B)(6) 2010 angiogram.